Manufacturer narrative:
The surface has extensive damage, the age and MFR. Date are unk. The lot number was not provided. The measurable affected dimensions meets spec. A complaint history review for adverse trends was conducted.

Event description:
Device removed due to wear (mdr97-00075?